Event description:
The doctor reported, the scalpel blades are not fitting properly on the blade holders because, the grooves in the holders are not as deep where the blades are supposed to snap in. While installing a blade using a needle driver, the needle driver slipped and the scalpel blade cut the doctor between the index finger and thumb. The cut required three (3) stitches to close.